Event description:
Md was placing an art line at bedside and was unable to adjust catheter during placement. Blood return was achieved, and md pulled wire out and about 3/4 of catheter was noted to be broken off and staying in the patient. Attending called to bedside, able to remove wire and catheter was broken and jammed to end of wire. Wire was also bent. Guidewire would not retract, instead coiled and was stuck in patient. Took significant manipulation in order to remove guidewire from patient. X-ray was performed to confirm no catheter was left in the patient. Product expired 10/31/2027. Currently kept in unit educator's office. No harm detected in this event.